Event description:
It has been reported to philips that the allura system would not start. Philips has investigated this complaint. The system was not in clinical use when this occurred. There was no report of harm. A philips service engineer inspected the system onsite and confirmed the reported problem. The service engineer determined that there was a dead bios battery in the host pc. After replacing the bios battery in the host pc, the system was returned to use in good working order.